Manufacturer narrative:
(B)(4). Batch # r5848p. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60g cartridge reloads present. The cartridge ecr60g (b) was received fully fired. The cartridge ecr60g (c) was received unfired. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with the returned cartridge reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was used an ec60a device with a ecr60g green cartridge reload. At the moment of advancing, the device jammed. The jaw was released, another reload was used and the same incident occurred. It was used a new ec60a and it worked without inconveniences. There were no patient consequences reported.